Manufacturer narrative:
Investigation evaluation: an evaluation of the photos provided by the user confirmed the lot number and return of product. An evaluation of the product returned was performed. Our laboratory evaluation of the product was said to be involved could not confirm the report. The only portion of the device returned was the two-way handle, trigger cord attached to the barrel with three (3) bands (two (2) black and one (1)amber) and three (3)loose black bands. The loading catheter and irrigation adapter were not included in the return. A loading catheter from our shelf stock was used. During our laboratory analysis, the 6 shooter saeed multi-band ligator (mbl) device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each latex band was successfully fired. All three bands deployed and constricted as intended on the simulated varices. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord measured within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. Per the band supplier, if properly stored, tubing can maintain its specification properties for five (5) years or longer. The tubing should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to uv light. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elastic properties. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Investigation evaluation: an evaluation of the photos provided by the user confirmed the lot number and return of product. An evaluation of the product returned was performed. Our laboratory evaluation of the product was said to be involved could not confirm the report. The only portion of the device returned was the two-way handle, trigger cord attached to the barrel with three (3) bands (two (2) black and one (1)amber) and three (3) loose black bands. The loading catheter and irrigation adapter were not included in the return. A loading catheter from our shelf stock was used. During our laboratory analysis, the 6 shooter saeed multi-band ligator (mbl) device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each latex band was successfully fired. All three bands deployed and constricted as intended on the simulated varices. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord measured within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited during the product evaluation. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. Per the band supplier, if properly stored, tubing can maintain its specification properties for five (5) years or longer. The tubing should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to uv light. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elastic properties. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
The event is currently under investigation. A follow up report will be sent upon completion of the investigation.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi band ligator. The primary complaint according to the reporter is the bands did not "shrink down" post-deployment when "tested" [band will not contract after deployment]. None were used on a patient according to the reporter all were deployed in the process of testing prior to usage.